Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm on the mobile power unit (mpu) was able to be confirmed. The mpu (serial number: (B)(6)) was returned for analysis and was evaluated and tested. The mpu was connected to power and an internal service alarm was active. The mpu was opened, and the issue was traced to the power supply printed circuit board (pcb). The power supply pcb underwent circuit analysis and excess solder was observed on the pcb which created a short circuit. The solder shorted pins 1 and 8 of u2 via the via and tp11. No further testing was conducted and the mpu board supplier was notified of the issue. The root cause of the reported event was conclusively determined to be caused by the solder creating a short circuit. The device history records were reviewed for the mpu (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: during further investigation, the power supply pcb was inserted into a test mpu and was unable to start up. The mpu flashed the yellow wrench alarm; however, no alarm was audible. The mpu was connected to a mock loop and was unable to operate a pump. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the mobile power unit (mpu) had a flashing yellow wrench with no associated alarms. There was no report of dropping or mishandling of the mpu in any way. The patient was not using the mpu at the time of the event. They were provided with a replacement mpu.